Event description:
This report is being filed upon notification from our x-ray manufacturer in (B)(4) to submit this event that happened in (B)(6). Problem: this x-ray system has a ceiling suspended radiation shield. The radiation shield with its fixation fell from the ceiling. No one was hurt.

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.